Event description:
It was reported that the cadd administration set may have been occluded, giving rise to multiple upstream occlusion alarms. This issue persisted even after the tubing was attached to alternative pumps. The customer noted that this product problem was only observed when lorazepam was being used. It was also noted that this issue was somehow resolved after the concentration was lowered from1 to 0.5, and then increased back to 1. The customer was concerned by this observation, and of the potential ramifications of altering the concentrations in this fashion. This product problem was observed during pre-test. There was no patient involvement.